Event description:
It was reported, that the foot pedal on the powered laser surgical instrument was not connecting properly during preparation for use causing the procedure to be delayed by 45 minutes. No medical intervention was required and no patient harm was reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this issue was determined to be due to an error due to the pairing instructions not being clear. The customer did not have the updated pairing instructions which likely lead to the difficulty pairing. The customer was eventually able to pair the footswitch without olympus support, and the customer was provided with the updated pairing instructions to avoid future incidents of this issue. Olympus will continue to monitor field performance for this device. This report is related to MFR 00361 (2/2).